Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 45 mm in diameter abdominal aortic aneurysm. The proximal aortic neck was 15 to 20.5 mm in diameter and 19 mm in length. The proximal aortic neck angulation was noted to be severe; approximately 60 degrees. The proximal aortic neck thrombus and calcification were mild. The right iliac artery was 11.7-14-15 mm in diameter. The left iliac artery was 11.7-14-12 mm in diameter. The iliac arteries were moderately calcified bilaterally. The femoral arteries were 5.5 to 6 mm in diameter. It was reported that a proximal type I endoleak was observed intra-operatively on the final angiogram. The stent graft was delivered accurately, but it was not positioned high up on the right wall of the aorta, and the angle pushed it away from the right wall. A bare metal stent was implanted, and the type I endoleak resolved with just a small type 4 endoleak remaining on the left. The endoleak was caused by the small and highly angulated proximal neck. No additional clinical sequelae were reported, and the patient is fine. A review of returned angiogram images show a likely proximal type I, and type IV endoleak near the flow divider. Post-implant of a bare metal stent confirmed that the type I resolved and the type IV remained.

Manufacturer narrative:
(B)(4). Methods: (films). Results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (highly angulated and short proximal neck). Conclusions: known inherent risk of a procedure (endoleak); device failure related to patient condition (highly angulated and short proximal neck).